Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an empty reservoir compartment. The customer had been off the insulin pump since last night. He pulled the insulin pump out of his pocket, the line was dangling from his body and he realized that the reservoir had become detached from the insulin pump. The customer had a blood glucose level of 268 mg/dl which he corrected with an insulin shot. The customer declined troubleshooting for the high blood glucose. While on the phone the customer put a new battery on the insulin pump and received an unexpected restart alarm. It was found in the alarm history that the insulin pump received three different alarms. Troubleshooting was performed. The insulin pump passed the self-test. The customer was advised to monitor the insulin pump. The device will not return for analysis.